Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was not responsive. The customer¿s blood glucose level was 110 mg/dl at the time of the incident. Customer had a calibration required and sensor not ready message in the auto mode readiness screen. Customer received a blood glucose not received message when trying to calibrate. Customer was not troubleshooting. Customer wants replacement of sensor. The insulin pump will not be returned for analysis.